Event description:
According to user facility, the pump caught on fire while it was plugged into the wall outlet. The incident occurred in an unoccupied room. No adverse effects to user or patient reported.

Manufacturer narrative:
Investigation of this issue has identified the root cause to be the introduction of saline solution or other conductive fluid into the pump's ac power receptacle when the pump is plugged into an electric outlet. When this happens, sparking and/or flames, accompanied by smoke, may appear at the power receptacle. The pump and the ac power cord are constructed of flame retardent materials; therefore, the sparks/flames extinguish within seconds. Smiths medical has performed two field safety corrective actions in response to this issue. In november 2013, smiths medical informed customers of this issue and providing instructions for how to prevent this issue, also informing customers that the correction would be available in january 2014. In january 2014, smiths medical informed customers that new ac power receptacle seals were available for correction of all affected devices and provided customers with the option of performing the correction at their facility or returning devices to smiths medical for correction.